Event description:
Boston scientific received information that this device system was explanted due to patient infection. While removing the right atrial (ra) lead, it was found to have been dislodged. No patient symptoms were observed, as the patient rarely paces. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. [Inspection of the lead body and electrode tip found dried body fluid through the lead lumen and the conductor coils to be deformed, likely as a result of suture sleeve tie downs. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.